Event description:
A customer reported a cracked and shattered touchscreen on their insulin pump, rendering it unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to use multiple daily injections (mdi) as a backup therapy and was informed that they would receive a replacement pump with updated software. Instructions were provided for putting the pump into storage mode, and the customer was required to return the damaged pump to avoid being billed. The replacement pump was sent with instructions for programming the pump settings and connecting the continuous glucose monitor (cgm).